Event description:
It was reported that a patient was undergoing therapeutic phlebotomy and had experienced collapsed veins when using a 1000 ml evacuated container. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information is received, a follow-up report will be submitted.